Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
A health care facility reported that approximately six years and four months after an intraocular lens (iol) was implanted into the left eye (os), the patient presented with glistening¿s which is limiting the visual acuity. Approximately seven weeks after the original procedure a planned dsaek procedure was performed. Current prognosis reported the glistening¿s are increasing.